Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the load was too high when the pliers tip was clamped (for example, when a hard object was clamped with force), and a protective fracture occurred at the rear end, which is an overload protective fracture. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had a core needle fracture. The reported malfunction occurred during set up and inspection for use prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: facility complete name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.